Manufacturer narrative:
As reported, the sorbafix enhanced fixation device deployed a broken fastener. The sample was returned for evaluation. Functional evaluation by simulated testing resulted in the successful deployment of the (7) remaining fasteners with no issue. Evaluation of the sample could not reproduce the reported event of a broken fastener on the first shot. The sample was found to function as intended and no manufacturing anomalies were found. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Based on the sample evaluation and investigation performed, the root cause is determined to be an event occurring during user /device interface. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "avoid excessive trigger force as this may damage the device.¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device.¿ note: the device in question is a 15 count device. As reported the issue presented with the first fastener. The returned sample had 7 remaining fasteners. It is unclear whether any of the fasteners not returned were implanted in the patient.

Event description:
As reported, during an unspecified procedure on (B)(6) 2021, the bard/davol sorbafix fixation device deployed a broken fastener at the first compressing attempt. The broken fastener was removed from the body. There was no reported patient injury.